Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the reported difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right iliac artery that was diseased. The omnilink balloon expandable stent was being advanced to the lesion, with no resistance met; however, it was noted that the stent seemed to have moved/coming off from the balloon. It was decided to remove the sheath and the device altogether, then the stent became dislodged in the left common femoral artery. The hospital did not have the tools for stent removal and therefore the patient was transported to another hospital where the dislodged stent was removed via surgical procedure. The patient is fine. There was no adverse patient sequela.